Event description:
It was reported that the pump's usb port was damaged. There was no adverse impact to the customer's blood glucose level. The customer expressed frustration upon receiving a refurbished pump instead of a brand-new one and requested a replacement with a new pump. The pump was replaced.